Event description:
It was reported that low lead impedance was observed. The patient received inappropriate therapy. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
No medwatch form was received.